Manufacturer narrative:
Results of investigation: it was reported that, during a thr surgery, it was noticed that the plastic peg of a polarcup extractor pe-insert had broken off in the sterilizer. Surgery was resumed, after a non-significant delay, with a back-up device. Patient was not injured as consequence of this problem. The complaint device, used in treatment, was returned for investigation. The reported issue could be confirmed upon visual inspection, the device was found fractured. A review of the batch record revealed no deviations from the standard manufacturing process. A review of the complaint history revealed no additional complaint for the batch in question. A review of the risk management documentation verifies the failure mode and severity of the reported issue. No prior escalation actions are related to the reported issue. Based on the performed investigations, the reported failure mode could be confirmed. A relationship between the reported event and the device can be confirmed. The reported device met manufacturing specifications upon release for distribution. No probable cause can be determined. Normal wear and tear through repeated use is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all devices must be inspected and controlled for proper functioning after cleaning/disinfection. This version of the device will be monitored for similar issues. This investigation is considered closed. The complaint device will be discarded.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a thr surgery, it was noticed that the plastic peg of a polarcup extractor pe-insert had broken off in the sterilizer. Surgery was resumed, after a non-significant delay, with a back-up device. Patient was not injured as consequence of this problem.